Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 500 mg/dl. The customer was having issues with no deliveries and went through eight infusion set changes. The customer's current blood glucose is 90 mg/dl. Troubleshooting was performed. The insulin pump was working as designed. No medical intervention was needed. Nothing is returning.